Event description:
It as reported that a procedure was performed (B)(6) 2022. Utilizing the reform pedicle screw system. During final tightening of the lock screws, the tip of the t25, lock-screw torque driver, reform (39-rd-0060) broke. The broken tip was removed from the screw and the procedure was completed utilizing another driver that was readily available in the set. There was a delay of approximately 1-2 minutes because of the broken driver. No patient injury was reported.

Manufacturer narrative:
Patient information - unknown. Occupation - other distributor. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be submitted.

Manufacturer narrative:
H3 device evaluation - the driver, minus its tip, was returned. Visual examination by eye and with the aid of a 5x loop show that the fracture is skewed relative to the driver's longitudinal axis. Multiple fracture planes are present. Based upon the fracture topography the failure appears to be due to a combination of torsion and bending moment load application. However, it cannot be ruled out that the fracture may have been initiated in prior use that culminated in the failure in this application. Review of device history records found a total of thirty-one (31) pieces of lot 24111ty01 release for distribution in (B)(6) of 2021 with no deviations or anomalies. Two-year complaint history review did not reveal a trend for reports of this nature for this part number. No corrective actions are recommended at this time.

Event description:
It was reported that a procedure was performed on march 17, 2022, utilizing the reform pedicle screw system. During final tightening of the lock screws, the tip of the t25, lock-screw torque driver, reform (39-rd-0060) broke. The broken tip was removed from the screw and the procedure was completed utilizing another driver that was readily available in the set. There was a delay of approximately 1-2 minutes because of the broken driver. No patient injury was reported.